Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 70 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.